Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Patient reported their device(s) 'went wrong' and had to be changed out. Patient reported a real bad spell and having trouble before, it was not working, period, they could not get it to turn up. Patient felt like they had to go to the bathroom all the time. Patient stated somewhere around this month, they started feeling somewhat wrong. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.